Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, the error code likely occurred due to fluid ingress in the endoscope causing a communication issue with the scope and processor. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated onsite by an olympus technician. The evaluation found evidence of a liquid leak into the endoscopes and the likely cause of the errors was attributed to the scopes. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that errors "b30" and "e216" occurred when using olympus, model series 190 scopes with the olympus, model clv-190, evis exera iii xenon light source. This report is submitted due to the report of a"b30" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5 and h6.

Event description:
The problem, as reported to olympus, was detected on preparation for use. The intended procedure, a gastroscopy, was completed using another similar device. This is report #1 of 2 due to multiple events reported.